Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 25mm mitral valve implanted two years, one month, underwent attempted valve-in-valve procedure in mitral position. It was learned that the case was aborted due to displaced apex, extremely posterior lateral. It was reported to not be accessible from ta approach. No additional information was provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received information that a patient with a 25mm mitral valve implanted two years, one month, underwent attempted valve-in-valve procedure in mitral position due to severe mitral stenosis and regurgitation. During the operative course, the pericardium was dissected off the heart, but they were unable to safely access the left ventricle due to it being too far posterior to accommodate the sheath and catheter. The procedure was aborted. Ultimately, the patient was agreeable to open heart mitral valve replacement with a non-edwards bileaflet mechanical valve. The patient was transferred from the ctor to the CT-ICU in stable condition. Her postoperative recovery remained largely uneventful. The patient was discharged home on pod #7.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 25mm mitral valve implanted two years, one month, underwent attempted valve-in-valve procedure in mitral position due to stenosis. It was learned that the case was aborted due to a displaced apex, extremely posterior lateral. It was reported to not be accessible from ta approach. It was learned that surgical re-do mitral valve replacement was performed. Patient was in stable condition.